Manufacturer narrative:
As reported, a patient returned to the emergency room (ER) with a significant hematoma after being discharged home following a procedure, and the use of a 6f/7f mynx control vascular closure device (vcd). The sealant was deployed on top of the vessel not the skin. After resolving the hematoma, the patient was discharged home. The patient returned to ER with a superficial femoral artery (sfa) occlusion and was taken to the operating room for a cutdown procedure. The physician stated that when the patient was initially discharged home, they had emesis, which caused the hematoma. Physician also stated it was as if he could feel the sealant in the groin while compressing the hematoma. The puncture site was not above the inferior epigastric artery and was below the bifurcation. There was no posterior wall puncture. There were multiple stick attempts before intravascular access was achieved and multiple sheath exchanges. The device was realigned to the angulation and removed with light fingertip compression. The sealant was not dislodged from the arteriotomy. There was no shallow vessel depth. Button #1 and button #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. There was no visible damage to the sheath or distal end after removal. The hematoma was not less than 6 cm and was resolved with manual pressure. The cause of the occlusion in the sfa was thrombus. Heparin 5000 was used. Activated clotting time was not drawn. The international normalized ratio was 0.9 and the platelet count was 235. The patient recovered and was stable. The target femoral site was not previously closed with a closure device. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vascular closure device use. A retrograde approach was used. The user was trained on the device, and the device was stored, used, and prepared according to the instructions for use (IFU). A 6f non-cordis sheath was used. Femoral artery suitability was verified on angiography including insertion angle, vessel diameter was verified to be greater than or equal to 5 mm, vessel tortuosity was moderate, and there was no peripheral vascular disease (pvd) or calcium at the puncture site. The device was not returned for analysis. A product history record (phr) review of lot f2531702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas/hemorrhages are a common post-procedural complication and are listed in the product¿s instructions for use (IFU). Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. A thrombosis/vessel occlusion is also a known potential adverse event following any interventional percutaneous procedure and is captured in the mynx control vcd¿s IFU. A thrombosis occurring in the punctured limb after use of a vcd can be caused by many factors, such as vessel characteristics, patient factors, procedural/handling factors of percutaneous devices, and anticoagulation. The act of creating an arteriotomy with a catheter sheath introducer produces intended damage to the vessel wall in order to obtain access to the patient¿s vasculature for diagnostic or interventional purposes. The intended injury to the vessel wall triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the punctured vessel. Thrombus formation usually requires additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Without procedural images, the reported events of ¿hematoma¿ and ¿thrombosis¿ could not be observed. Based on the information available for review, it is difficult to determine what factors may have contributed to the issues experienced. However, the hematoma likely occurred due to patient factors (patient had emesis, which reportedly caused the hematoma) along with access site vessel factors (vessel was moderately tortuous and had multiple sticks/sheath exchanges). Additionally, these access site vessel characteristics likely contributed to the sfa thrombosis reported as the vessel likely sustained multiple endothelial/intimal injuries due to the multiple sticks/sheath exchanges. Also, the presence of a significant hematoma and subsequent compression may have further reduced arterial flow at the site, contributing to the thrombotic event. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. As stated in the IFU¿s adverse events section, ¿the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to, the following: vascular injury requiring repair, permanent access site-related nerve injury, surgery for access site-related nerve injury, access site-related bleeding requiring transfusion, new ipsilateral lower extremity ischemia requiring invasive/non-invasive intervention, access site-related infection ¿ major, local access site inflammatory reaction ¿ major, generalized infection, retroperitoneal bleed, vessel occlusion, pulmonary embolism, and death.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ the brochure also instructs to modify activity for 3 days or more with ¿no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ neither the phr review, nor the available information suggests that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2531702 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient returned to the emergency room with a significant hematoma after being discharged home following a procedure, and the use of a 6/7f mynx control vascular closure device (vcd). The sealant was deployed on top of the vessel not the skin. After resolving the hematoma, the patient was discharged home. The patient returned to ER with a superficial femoral artery (sfa) occlusion and was taken to the operating room for a cutdown procedure. The physician stated that when the patient was initially discharged home, they had emesis, which caused the hematoma. Physician also stated it was as if he could feel the sealant in the groin while compressing the hematoma. The puncture site was not above the inferior epigastric artery and was below the bifurcation. There was no posterior wall puncture. There were multiple stick attempts before intravascular access was achieved and multiple sheath exchanges. The device was realigned to the angulation and removed with light fingertip compression. The sealant was not dislodged from the arteriotomy. There was no shallow vessel depth. Button #1 and button #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. There was no visible damage to the sheath or distal end after removal. The hematoma was not less than 6 cm and was resolved with manual pressure. The cause of the occlusion in the superficial femoral artery was thrombus. Heparin 5000 was used. Activated clotting time was not drawn. The international normalized ratio was 0.9 and the platelet count was 235. The patient recovered and was stable. The target femoral site was not previously closed with a closure device. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vascular closure device use. A retrograde approach was used. The user was trained on the device, and the device was stored, used, and prepared according to the instructions for use. A 6f non-cordis sheath was used. Femoral artery suitability was verified on angiography including insertion angle, vessel diameter was verified to be greater than or equal to 5 mm, vessel tortuosity was moderate, and there was no peripheral vascular disease or calcium at the puncture site. The device will be returned for evaluation.